Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (k945270); product type: 0195-heart valves; implant date n/a. Explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 20 millimeter (mm) balloon. The deployment of the valve was attempted 3 times at an implant depth of 3 mm; however, under expansion of the valve frame was observed and the valve dislodged ventricular during each deployment attempt. Therefore, the valve was recaptured following each deployment attempt. Upon valve inspection, there were no abnormalities or infold. Subsequently, a new transcatheter valve was loaded into a new delivery catheter system (dcs). Another pre-implant bav was performed using a 23 mm balloon, and the new valve was successfully implanted. Per the physician, the depth of implant was a contributing factor. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated: b5, h6, h8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 20 millimeter (mm) balloon. The deployment of the valve was attempted 3 times at an implant depth of 3 mm; however, under expansion of the valve frame was observed and the valve dislodged ventricular during each deployment attempt. Therefore, the valve was recaptured following each deployment attempt. Upon valve inspection, there were no abnormalities or infold. Subsequently, a new transcatheter valve was loaded into a new delivery catheter system (dcs). Another pre-implant bav was performed using a 23 mm balloon, and the new valve was successfully implanted. Per the physician, the depth of implant was a contributing factor. No patient complications were reported as a result of this event. Additional information was received that a non-medtronic (amplatz super stiff) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was approximately 3 mm on the ncc. After the dislodgement, the valve was slightly above the annulus. The patient's calcified annulus and left ventricular outflow tract (lvot) contributed to the event.